Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this patient was recently seen in the emergency room (ER) to review the holter monitor that was placed on the patient for consistently low heart rates in the 30-40 bpm range. Additionally, there was noise noted on the right ventricular (rv) lead. The patient was seen prior to this appointment and the sensitivity was changed at that time, and impedances, sensing and thresholds were found to be in normal ranges. Pocket manipulations were done to try and illicit noise or out-of-range (oor) impedances, which it did not. The device programming was changed to alleviate, but ultimately the device and lead were removed and replaced.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.